Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled/delaminated and break (tip) could not be confirmed; however, it is possible that the scratched teflon and bent tip core noted during return analysis are what the account was referring to. The reported stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.b5: describe event or problem. B6: relevant test/laboratory data. B7: other relevant history. H6: health effect - impact code 2199 - removed.

Event description:
Subsequent to the initial filed reports, it was reported that the device did not enter the patient anatomy: it was reported that during preparation of a 014 ht versaturn f guide wire (gw), it was noted that the tip coils were separated but the core remained intact, and the tip was peeled. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed, mildly calcified, mildly tortuous lesion in the left anterior descending (lad) artery. A 014 ht versaturn f guide wire (gw) was being advanced towards the target lesion when the tip coils separated but the core remained intact, before reaching the lesion. The guide wire was removed, and it was noted that the tip had peeled. There was no adverse patient effect and no clinically significant delay in the procedure. Another versaturn guide wire was used to successfully complete the procedure. No additional information was provided.